Manufacturer narrative:
E1 phone number:(B)(6). B3: date of event is unknown; no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient's cadd pump triggered a "downstream occlusion" alarm. Despite the patient and parent troubleshooting the issue appropriately, the alarm persisted. The issue was resolved after replacing the medication cassette. It is unclear during which stage of handling the event took place and it is unknown whether there was patient involvement. It is unknown if the affected product is available for investigation.